Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products confirmed the presence of a crease in the seals. However, there is no open path or channel through the seals. Sterility was not breached. No other damage was noted. As the packaging was determined to be acceptable, a review of the device history records and a complaint history review was not performed. Review of the packaging determined that no failure was found as the products are within specification(s). The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. There is a crease in the seal area of package. Attempts have been made and additional information on the reported event is unavailable at this time.